Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2015; 8782 catheter, implanted: (B)(6) 2015; 8784 catheter, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was over sensing on the atrial channel. It was also reported that right atrial (ra) exhibited oversensing. The rv lead was reprogrammed with both leads remaining in use. No patient complications have been reported as a result of this event.